Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The pt has reportedly never felt device stimulation, but did not experience efficacy with the vns therapy until recently. The pt had experienced a recent increase in seizure activity above previous efficacy with the vns therapy, but not above pre-vns baseline frequency. Previous device diagnostic testing was performed approximately one year prior and was within normal limits. The pt has not experienced any recent injury or trauma that may have damaged the ncp system. Review of x-rays revealed what appears to be a minute discontinuity in the negative coil wire at the strain relief bend. Additionally, it appears as though the lead electrodes may not be grasping the nerve properly; however, no definite conclusion could be drawn. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Lead break is suspected.